Manufacturer narrative:
Lot number: hcg0020008. Expiration date: 01/2012. Control: 25miu/ml hcg urine control lot: hcg101014-01, 100miu/ml hcg urine control lot: hcg100513-01, 294.2iu/ml hcg urine control lot: hcg100727-03. Summary of results: the retention devices meet qc specifications. Correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minutes reading time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. (N=4). The 294.2iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. (N-4). Conclusion: from retain testing with in-house control, the client's results was not replicated, and the product performed as expected. Corrective action not required at this time. Lot number: hcg0050038. Expiration date: 04/2012. Summary of results: the retention devices meet qc specifications. See details below. Control: 25miu/ml hcg urine control lot: hcg101014-01, 100miu/ml hcg urine control lot: hcg100513-01, 294.2iu/ml hcg urine control lot: hcg100727-03. Conclusion: from retain testing with in-house control, the client's result was not replicated, and the product performed as expected. Corrective action not required at this time.

Manufacturer narrative:
Lot number: hcg0020008. Expiration date: 01/2012. Control: 25miu/ml hcg urine control lot: hcg101014-01, 100miu/ml hcg urine control lot: hcg100513-01, 294.2iu/ml hcg urine control lot: hcg100727-03. Summary of results: the retention devices meet qc specifications. Correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minutes reading time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. (N=4). The 294.2iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. (N-4). Conclusion: from retain testing with in-house control, the client's results was not replicated, and the product performed as expected. Corrective action not required at this time. Lot number: hcg0050038. Expiration date: 04/2012. Summary of results: the retention devices meet qc specifications. See details below. Control: 25miu/ml hcg urine control lot: hcg101014-01, 100miu/ml hcg urine control lot: hcg100513-01, 294.2iu/ml hcg urine control lot: hcg100727-03. Conclusion: from retain testing with in-house control, the client's result was not replicated, and the product performed as expected. Corrective action not required at this time.

Event description:
Customer reported false negative hcg results in three patients. Ultrasound results showed that the women were pregnant. Pt: 1, hcg: 243.

Event description:
Customer reported false negative hcg results in three patients. Ultrasound results showed that the women were pregnant. Pt: 3, hcg: home+.

Event description:
Customer reported false negative hcg results in three patients. Ultrasound results showed that the women were pregnant. Pt: 2, hcg: qual+.

Manufacturer narrative:
Lot number: hcg0020008. Expiration date: 01/2012. Control: 25miu/ml hcg urine control lot: hcg101014-01, 100miu/ml hcg urine control lot: hcg100513-01, 294.2iu/ml hcg urine control lot: hcg100727-03. Summary of results: the retention devices meet qc specifications. Correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minutes reading time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. (N=4). The 294.2iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. (N=4). Conclusion: from retain testing with in-house control, the client's result was not replicated, and the product performed as expected. Corrective action not required at this time. Lot number: hcg0050038. Expiration date: 04/2012. Summary of results: the retention devices meet qc specification. See details below. Control: 25miu/ml hcg urine control lot: hcg101014-01, 100miu/ml hcg urine control lot: hcg100513-01, 294.2iu/ml hcg urine control lot: hcg100727-03. Conclusion: from retain testing with in-house control, the client's result was not replicated, and the product performed as expected. Corrective action not required at this time.